Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a rectosigmoidectomy procedure, according to the medical report and the technical assistant who was in the surgical room at the moment the doctor would make the tissues junction to be clipped, the device cut but did not clip, as it can be seen in the product itself, where the clamps went up but did not close. Replacement of the product was performed, by another of the same reference, allowing continuity to the surgical procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p57r22. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage with three staples partially formed in the pockets. The breakaway washer uncut and indented. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The condition of the washer and the three partially formed staples could be due to the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.